Event description:
Caller reported a malfunction on the pump, identified with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump and provided pump reset information. The malfunction did not recur after the reset, and the customer was able to continue using the pump. Customer was instructed to call back if the malfunction code appears again, and they acknowledged understanding these instructions.